Manufacturer narrative:
Article citation: nithya krishnamurthy, ethan ravetch, christina weltz. Breast cancer among transgender and non-binary patients on gender affirming hormone therapy: a single institution experience [abstract]. 02may2024, 1-2 the event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected

Event description:
Through journal article abstract p01-10-02: breast cancer among transgender and non-binary patients on gender affirming hormone therapy: a single institution experience" breast implant-associated anaplastic large cell lymphoma [was found] in one patient on an unknown side. Pathological markers confirming alcl have not been received. The device status is unknown.